Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical posterior fixation at c5-c6 due to cervical fracture. Intra-op, at the time of drilling pilot hole for the pedicle screw on the left of c5, the reported instrument slid towards the lateral side and the vertebral artery got injured. The surgeon then performed hemostasis by packing bone wax to the pedicle. After that, the surgeon performed angiography with the help of a neurosurgeon. Something like hematoma was seen; hence, stent placement was performed to be on a safer side. The fixation procedure was then continued and completed. Postoperative course of the patient is good. There were no bad impacts.